Event description:
Reportedly, during a follow-up, the following issues were observed with the subject programmer: the programmer suddenly shut down several times, the programmer screen and the printer were not functioning properly, the programmer date and time changed to january 2006 3 a.m. And it was not possible to adjust the time.

Manufacturer narrative:
Upon reception, the following reported issues (screen issue, sudden shutdowns and printing issues) could not be reproduced. In addition, an internal inspection of the programmer confirmed that no issue was observed neither on the etx board, nor on the flat cable that connects the video board to the carrier board, which could have explained sudden shutdowns or screen issues, respectively. Investigation revealed that the change of the date and time to (B)(6) 2006 was related to a depletion of the internal (lithium) battery used in the programmer (standard wear). This internal battery keeps the date and time during power-off.

Event description:
Reportedly, during a follow-up, the following issues were observed with the subject programmer: the programmer suddenly shut down several times, the programmer screen and the printer were not functioning properly, the programmer date and time changed to (B)(6) 2006 3 a.m. And it was not possible to adjust the time.